Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer passed away. Months later, a medical examiner called to let us know that the customer died from natural causes due to diabetes complications. No further info was provided.